Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient's name was showing incorrect. A technical support specialist reviewed patient records on the pyxis es server and database, analyzed hl7 active directory (adt) message history, and collaborated with customer support center, bd support, and customer information technology to investigate message sequencing, processing delays, and crossover scenarios using customer provided health level 7 samples. The tss found delayed and out of sequence adt a08 messages containing alias data (with empty discharge dates) overwrote the patient¿s legal name in pyxis after identity resolution, causing incorrect re admission states and doe display despite epic showing the correct name, affecting multiple patients. Customer it corrected the interface engine configuration to prevent improper hl7 updates from overwriting valid patient identity data. The system functioned as intended after the technical support specialist and customer it troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was showing on server and station as previous admission name. Name was correct in epic, this continued to happen with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was showing on server and station as previous admission name. Name was correct in epic, this continued to happen with no resolution the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was showing on server and station as previous admission name. Name was correct in epic, this continued to happen with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.